Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was admitted to the hospital (B)(6) 2019 with IV antibiotics. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issue has resolved. The recipient resumed device use. This is the final report.

Event description:
The recipient is reportedly experiencing cellulitis around the implant site. The recipient was treated with 2 rounds of IV antibiotics. The recipient's issue has resolved. The recipient resumed device use.